Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g4, g7, h1, h2, h3, h6, h10 reported event was unable to be confirmed due to limited information received from the customer. However, the products were returned. Visual inspection of the returned products noted discoloration on the plate and screws (ln 61105234, 63068129). Various foreign elements like c, o, na, p, s, cl, and ca were noted on the plate and screw samples. The foreign elements identified are present in various potential contaminants including biological soft tissue and bone, dried biological fluids (i.e. Blood), bone cement (calcium-phosphate-based), corrosion/metal oxide product or various decontamination solutions (i.e. Hospital detergents). Therefore, the source of these foreign elements is inconclusive. Signs of pitting corrosion observed within the locking threads on both the locking screw samples no indications of pitting corrosion observed on the proximal dorsal ulnar plate sample. Discoloration deposits in the locking threads on the plate could have obscured the evidence of pitting if there was any. Material analysis on the discoloration free areas noted the product materials are conforming to the specifications. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmerbiomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. An incorrect aware date was previously reported.

Event description:
No further information is available at this time.

Manufacturer narrative:
(B)(4). Multiple mdrs were filed for this event. Please see associated: 0001822565-2019-00669, 0001822565-2019-02388, 0001822565-2019-03835, 0002648920 -2019 - 00673, 0002648920 -2019 - 00674, 0001822565 -2019 - 03939, 0001822565 -2019 - 03940, 0001822565 -2019 - 03941. Concomitant medical products: item # unknown, item name: plate, lot number: unknown. Item #: 47482804002, item name: 2.7 mm locking screw 40 mm length, lot number: 61182393, di# (B)(4). Item #: 47235800903, item name: proximal dorsal ulnar plate right 3 holes 77 mm length, lot number: 62880435, di# (B)(4). Item #: 47234803235, item name: cortical bone screw self-tapping hex head 3.5 mm diameter 32 mm length, lot number: 61168839, di# (B)(4). Item #: 47234803035, item name: cortical bone screw self-tapping hex head 3.5 mm diameter 30 mm length, lot number: 62959292, di# (B)(4). Item #: 47235904438, item name: 3.5 mm locking screw with 2.7 mm head 44 mm length, lot number: 63068129, di# (B)(4), di# (B)(4). Item #: 47235902638, item name: 3.5 mm locking screw with 2.7 mm head 26 mm length, lot number: 61105234, di# (B)(4). Item #: 47482802202, item name: 2.7 mm locking screw 22 mm length, lot number: 62545698, di# (B)(4). Item #: 47482802802, item name: 2.7 mm locking screw 28 mm length, lot number: 62576438, di# (B)(4). Report source: foreign; event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure approximately eight months post-implantation due to infection. No further information has been made available at the time of this reporting.